Manufacturer narrative:
The investigation of low pump flow has been completed. The data logs confirmed the failure mode and clinical narrative. Logs showed after the pump started and run for four minutes, low flow occurred that triggered auto suction response and suction alarms. Logs also showed the pump was in improper position and a pump stop alarm triggered but resolved quickly. This event remained for the rest of the case.visual inspection found a kink on the cannula about 15 millimeters from cage and cannula bonding site. No other issues were found on the rest of the pump. The pump ran without issue under bench test. The root cause of low flow was a kinked cannula.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient had an impella cp implant and the flows were 3.2 in auto. It was found that the pump was kinked in the cannula in the ascending aorta. Shortly after, there was a suction event with decreased flows. The pump was attempted to be repositioned without success. The impella was removed and attempted to be placed again with no avail. The pump was explanted and replaced successfully. The procedural outcome was the patient survived the surgery.